Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 88 mg/dl. The customer¿s expected am fasting blood glucose test result range is 98-120 mg/dl and expected pm fasting blood glucose test result is 150-200 mg/dl. The customer feels well and did not report any symptoms. Customer stated the week prior she had been getting low blood results at night; customer stated her blood glucose results did not go up even after eating. Customer stated she is afraid to go to bed due to the low results. The customer reported she had been having symptoms when the results of 37, 32 and 27 mg/dl had been obtained. Customer stated her daughter got her blood sugar up by giving her candy and glucose tablets. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/14/2024 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: (B)(6) 2023.

Manufacturer narrative:
Sections with additional information as of 07-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.